Manufacturer narrative:
Consumer reported concerns of infection,mobility, pain, bleeding & final prosthesis.

Event description:
Consumer reported concerns of infection,mobility, pain, bleeding & final prosthesis.